Manufacturer narrative:
The date of this submission is (B)(6) 2015. This closes out this report unless other additional significant information is received.

Event description:
Initial information received on (B)(6) 2015 processed with additional information from follow-up questionnaire received on 21-jul-2015. The case has been reassessed as serious based upon new information received on 21-jul-2015. This spontaneous report was received on (B)(6) 2015 from a (B)(6) caucasian female consumer reporting on self from the (B)(6). The consumer had an allergy to latex. The concomitant medications included clove oil (syzygium aromaticum), vitamin b12, multivitamin and zinc, all four were taken for general health since 30 years, aldomet (methyldopa) 0.05 milligrams, once at night for unknown indication and motrin pm (diphenhydramine and ibuprofen) once at night as needed for unknown indication since 30 years. The social history included cigarette smoking. The reported weight of the consumer was (B)(6). On (B)(6) 2015, the consumer used band-aid brand butterfly closures (lot number and expiration date unspecified) cutaneously, one butterfly for the first time around the cut by a piece of glass on her finger. Soon after the application, she experienced itching and developed a small mark on her skin which also appeared on her abdomen. Around midnight, she noticed a rash which was like hives. She further stated that her skin was red with raised bumpy dots which came together and became blotchy. On the same night, she went to the emergency room (ER) where her vital signs were taken. While waiting in the ER, she noticed that the rash cleared by 70%. She stated that she took a couple of equate brand of diphenhydramine before she went in and realized that they worked, so she went home. On the following morning around eight, when she woke up and noticed red raised areas which were like a rash all over on her abdomen, chest, under her breasts, hips, legs, knees and unspecified areas. After an unspecified duration, she went to urgent care as the events worsened. A doctor prescribed her 10 milligrams of prednisone to treat the events. On an unspecified date, the consumer was transferred by the emergency medical service (ems) to the hospital due to swelling of eyelids and mouth, tingling sensation on her lips and dysphagia. The physician prescribed benadryl (diphenhydramine) intravenously and increased the dose of prednisone and also advised her to continue taking it for three days. She described the event as allergic reaction and stated that it lasted for five days. She visited the hospital three times. She also reported that the lot number area was blank and she could not find the lot number or any series of numbers. She mentioned that she could not find anything on the label about the wrapper having latex. She did not use the device further. As of 06-jul-2015, the events resolved. One carton of the product was received on 28-jul-2015 and visually examined on 31-jul-2015 which included nine sealed samples. Based on visual inspection, the lot number was not present on the carton packaging. The analysis of product and complaint category will be managed through the monthly trending process. The complaint investigation was closed with a disposition of undetermined for the absence of lot number on the carton. Complaint trends will continue to be monitored. This report was assessed as serious (required intervention) and the company causality was assessed as related. Additional information was received on 19-aug-2015. The reporter was a nurse reporting on self. Medical history included insomnia, diabetes, hypertension, anemia, gastroesophageal reflux disease , bilateral salpingo-oophorectomy , total hysterectomy, and allergic reaction to "almost all" antibiotics. The consumer was taking carafate (sucralfate) as needed. On (B)(6) 2015, the consumer was transferred by the emergency medical service (ems) to the emergency room for swollen lips, swollen hand, difficulty swallowing and shortness of breath and was given benadryl (diphenhydramine) IV 50 mg/ml, decadron (dexamethasone) IV 100 mg/ml, and pepcid (famotidine) IV 20 mg. On the same day, she was diagnosed with an allergic urticaria presumably from latex and was released with oral prednisone 10 mg twice daily. On (B)(6) 2015, she re-visited the ER due to swollen eyelids, lips, and hands and was given benadryl (diphenhydramine) IV and pepcid (famotidine) IV. The consumer was discharged on the same day and prescribed vistaril (hydroxyzine) 25 mg four times a day, pepcid (famotidine) 20 mg twice a day, benadryl (diphenhydramine) 50 mg every four hours as needed for rash and swelling and prednisone. The events were resolving. The complaint investigation for missing lot number was closed with a disposition of confirmed. This report remains as serious and the company causality was assessed as related.

Manufacturer narrative:
The date of this submission is 21-oct-2015. This closes out this report unless other additional significant information is received.

Event description:
Initial information received on (B)(6) 2015 processed with additional information from follow-up questionnaire received on 21-jul-2015. The case has been reassessed as serious based upon new information received on 21-jul-2015. This spontaneous report was received on (B)(6) 2015 from a (B)(6) caucasian female consumer reporting on self from the united states of america. The consumer had an allergy to latex. The concomitant medications included clove oil (syzygium aromaticum), vitamin b12, multivitamin and zinc, all four were taken for general health since 30 years, aldomet (methyldopa) 0.05 milligrams, once at night for unknown indication and motrin pm (diphenhydramine and ibuprofen) once at night as needed for unknown indication since 30 years. The social history included cigarette smoking. (B)(6). On (B)(6) 2015, the consumer used band-aid brand butterfly closures (lot number and expiration date unspecified) cutaneously, one butterfly for the first time around the cut by a piece of glass on her finger. Soon after the application, she experienced itching and developed a small mark on her skin which also appeared on her abdomen. Around midnight, she noticed a rash which was like hives. She further stated that her skin was red with raised bumpy dots which came together and became blotchy. On the same night, she went to the emergency room (ER) where her vital signs were taken. While waiting in the ER, she noticed that the rash cleared by 70%. She stated that she took a couple of equate brand of diphenhydramine before she went in and realized that they worked, so she went home. On the following morning around eight, when she woke up and noticed red raised areas which were like a rash all over on her abdomen, chest, under her breasts, hips, legs, knees and unspecified areas. After an unspecified duration, she went to urgent care as the events worsened. A doctor prescribed her 10 milligrams of prednisone to treat the events. On an unspecified date, the consumer was transferred by the emergency medical service (ems) to the hospital due to swelling of eyelids and mouth, tingling sensation on her lips and dysphagia. The physician prescribed benadryl (diphenhydramine) intravenously and increased the dose of prednisone and also advised her to continue taking it for three days. She described the event as allergic reaction and stated that it lasted for five days. She visited the hospital three times. She also reported that the lot number area was blank and she could not find the lot number or any series of numbers. She mentioned that she could not find anything on the label about the wrapper having latex. She did not use the device further. As of (B)(6) 2015, the events resolved. One carton of the product was received on 28-jul-2015 and visually examined on 31-jul-2015 which included nine sealed samples. Based on visual inspection, the lot number was not present on the carton packaging. The analysis of product and complaint category will be managed through the monthly trending process. The complaint investigation was closed with a disposition of undetermined for the absence of lot number on the carton. Complaint trends will continue to be monitored. This report was assessed as serious (required intervention) and the company causality was assessed as related. Additional information was received on 19-aug-2015. The reporter was a nurse reporting on self. Medical history included insomnia, diabetes, hypertension, anemia, gastroesophageal reflux disease , bilateral salpingo-oophorectomy , total hysterectomy, and allergic reaction to "almost all" antibiotics. The consumer was taking carafate (sucralfate) as needed. On (B)(6) 2015, the consumer was transferred by the emergency medical service (ems) to the emergency room for swollen lips, swollen hand, difficulty swallowing and shortness of breath and was given benadryl (diphenhydramine) IV 50 mg/ml, decadron (dexamethasone) IV 100 mg/ml, and pepcid (famotidine) IV 20 mg. On the same day, she was diagnosed with an allergic urticaria presumably from latex and was released with oral prednisone 10 mg twice daily. On (B)(6) 2015, she re-visited the ER due to swollen eyelids, lips, and hands and was given benadryl (diphenhydramine) IV and pepcid (famotidine) IV. The consumer was discharged on the same day and prescribed vistaril (hydroxyzine) 25 mg four times a day, pepcid (famotidine) 20 mg twice a day, benadryl (diphenhydramine) 50 mg every four hours as needed for rash and swelling and prednisone. The events were resolving. The complaint investigation for missing lot number was closed with a disposition of confirmed. This report remains as serious and the company causality was assessed as related. Additional information was received on 25-sep-2015. The physician stated that the consumer developed urticaria which was reported earlier as latex allergy on body after application of butter-fly bandage to right fifth digit. On (B)(6) 2015, x-ray of right fifth digit was done with an unspecified result. The physician stated she had doubt about the attribution of adverse event to the device. This report remains serious.

Manufacturer narrative:
The date of this submission is (B)(6) 2015. This closes out this report unless other additional significant information is received.

Event description:
Initial information received on (B)(6) 2015 processed with additional information from follow-up questionnaire received on (B)(6) 2015. The case has been reassessed as serious based upon new information received on (B)(6) 2015. This spontaneous report was received on (B)(6) 2015 from a (B)(6)-old caucasian female consumer reporting on self from the united states of america. The consumer had an allergy to latex. The concomitant medications included clove oil (syzygium aromaticum), vitamin b12, multivitamin and zinc, all four were taken for general health since 30 years, aldomet (methyldopa) 0.05 milligrams, once at night for unknown indication and motrin pm (diphenhydramine and ibuprofen) once at night as needed for unknown indication since 30 years. The social history included cigarette smoking. (B)(6). On (B)(6) 2015, the consumer used (B)(6) brand butterfly closures (lot number and expiration date unspecified) cutaneously, one butterfly for the first time around the cut by a piece of glass on her finger. Soon after the application, she experienced itching and developed a small mark on her skin which also appeared on her abdomen. Around midnight, she noticed a rash which was like hives. She further stated that her skin was red with raised bumpy dots which came together and became blotchy. On the same night, she went to the emergency room (ER) where her vital signs were taken. While waiting in the ER, she noticed that the rash cleared by 70%. She stated that she took a couple of (B)(6) brand of diphenhydramine before she went in and realized that they worked, so she went home. On the following morning around eight, when she woke up and noticed red raised areas which were like a rash all over on her abdomen, chest, under her breasts, hips, legs, knees and unspecified areas. After an unspecified duration, she went to urgent care as the events worsened. A doctor prescribed her 10 milligrams of prednisone to treat the events. On an unspecified date, the consumer was transferred by the emergency medical service (ems) to the hospital due to swelling of eyelids and mouth, tingling sensation on her lips and dysphagia. The physician prescribed benadryl (diphenhydramine) intravenously and increased the dose of prednisone and also advised her to continue taking it for three days. She described the event as allergic reaction and stated that it lasted for five days. She visited the hospital three times. She also reported that the lot number area was blank and she could not find the lot number or any series of numbers. She mentioned that she could not find anything on the label about the wrapper having latex. She did not use the device further. As of (B)(6) 2015, the events resolved. One carton of the product was received on (B)(6) 2015 and visually examined on (B)(6) 2015 which included nine sealed samples. Based on visual inspection, the lot number was not present on the carton packaging. The analysis of product and complaint category will be managed through the monthly trending process. The complaint investigation was closed with a disposition of undetermined for the absence of lot number on the carton. Complaint trends will continue to be monitored. This report was assessed as serious (required intervention) and the company causality was assessed as related.